Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), uterine perforation ("migration of essure device: left slippage into uterus (protruding)"), genital haemorrhage ("abnormal bleeding(general)"), pelvic pain ("pelvic pain/ pain") and autoimmune disorder ("autoimmune disorder type of disorder: still investigating") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard from 2012 to 2014. Concurrent conditions included morbid obesity, diabetes, blood pressure high and depression. Concomitant products included atenolol, fluoxetine hydrochloride (prozac), ibuprofen and metformin. On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced menorrhagia ("excessive menstrual cycles/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), kidney infection ("infection (bladder/urinary tract/vaginal) type: kidney"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder or urinary problems or changes: bladder"), urinary tract disorder ("urinary tract disorder"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("severe anxiety"), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6)2015, the patient experienced nausea ("nausea") and weight increased ("weight gain"). In (B)(6)2015, the patient experienced acne ("re-occurrence of acne"), temperature intolerance ("heat intolerance"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"), abdominal distension ("gastrointestinal or digestive system condition type: abdominal distention") and alopecia ("hair loss"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6)2016, the patient experienced contrast media allergy ("allergic or hypersensitivity reaction type: IV contrast"), sepsis ("sepsis"), urticaria ("hives") and autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), adverse event ("abnormal symptoms"), dysmenorrhoea ("dysmenorrhea (cramping)"), flank pain ("flank pain "), abdominal pain upper ("left upper abdominal quad/right upper abdominal quad pain") and renal pain ("flank pain (bilateral) (kidney area)"). The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (bilateral salpingectomies and/or hysterectomy to remove essure device), surgery (bilateral salpingectomies and/or hysterectomy to remove essure device) and surgery (ablation). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, uterine perforation, genital haemorrhage, pelvic pain, menorrhagia, back pain, adverse event, acne, temperature intolerance, vaginal haemorrhage, contrast media allergy, kidney infection, urinary tract infection, cystitis, sepsis, anxiety, urticaria, bladder disorder, urinary tract disorder, migraine, headache, polycystic ovaries, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal distension, alopecia, autoimmune disorder, flank pain, abdominal pain upper and renal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, adverse event, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, contrast media allergy, cystitis, dysmenorrhoea, fatigue, flank pain, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, renal pain, sepsis, temperature intolerance, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 412lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.8 kg/sqm. Hysterosalpingogram - on (B)(6)2016: total bilateral occlusion; in (B)(6)2015: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received. Her demographic details updated. Following events re-occurrence of acne, heat intolerance, abnormal bleeding(general), pelvic pain, abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: IV contrast, infection (bladder/urinary tract/vaginal) type: kidney, uti, bladder infection, sepsis, severe anxiety, hives, bladder or urinary problems or changes: bladder, urinary tract disorder, migraines, headaches, pcos, migration of essure device location of device: left slippage into uterus (protruding}, nausea, nickel allergy, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, abdominal distention, hair loss, autoimmune disorder type of disorder: still investigating, flank pain (bilateral) (kidney area) and left upper abdominal quad/right upper abdominal quad pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), uterine perforation ('migration of essure device: left slippage into uterus (protruding)'), genital haemorrhage ('abnormal bleeding(general)') and autoimmune disorder ('autoimmune disorder type of disorder: still investigating') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder. Previously administered products included for an unreported indication: paragard from 2012 to 2014. Concurrent conditions included morbid obesity, diabetes, blood pressure high, depression and irregular menstruation. Concomitant products included atenolol, fluoxetine hydrochloride (prozac), ibuprofen and metformin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("excessive menstrual cycles/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), kidney infection ("infection (bladder/urinary tract/vaginal) type: kidney"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder or urinary problems or changes: bladder"), urinary tract disorder ("urinary tract disorder"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("severe anxiety"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced acne ("re-occurrence of acne"), temperature intolerance ("heat intolerance"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"), abdominal distension ("gastrointestinal or digestive system condition type: abdominal distention") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/ pain"). In (B)(6) 2016, the patient experienced contrast media allergy ("allergic or hypersensitivity reaction type: IV contrast"), sepsis ("sepsis"), urticaria ("hives") and autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), adverse event ("abnormal symptoms"), dysmenorrhoea ("dysmenorrhea (cramping)"), flank pain ("flank pain "), abdominal pain upper ("left upper abdominal quad/right upper abdominal quad pain"), renal pain ("flank pain (bilateral) (kidney area)"), skin warm ("almost daily ears, face and eyes all get very hot") and feeling hot ("fell feverish"). The patient was treated with diphenhydramine hydrochloride (benadryl) and surgery (ablation, bilateral salpingectomies and/or hysterectomy to remove essure device and bilateral salpingectomies and/or hysterectomy to remove essure device/tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, uterine perforation, genital haemorrhage, pelvic pain, menorrhagia, back pain, adverse event, acne, temperature intolerance, vaginal haemorrhage, contrast media allergy, kidney infection, urinary tract infection, cystitis, sepsis, anxiety, urticaria, bladder disorder, urinary tract disorder, migraine, headache, polycystic ovaries, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal distension, alopecia, autoimmune disorder, flank pain, abdominal pain upper and renal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, adverse event, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, contrast media allergy, cystitis, dysmenorrhoea, fatigue, feeling hot, flank pain, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, renal pain, sepsis, skin warm, temperature intolerance, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 412lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: full occlusion of fallopian tubes; on (B)(6) 2016: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: gross: the specimen is labeled "left essure and left tube. Received in formalin is a pinkred segment of fallopian tube with fimbria measuring 4 cm in length by 3cm in diameter sectioning is unremarkable. Also received is a metallic coiled device consistent with an essure explant and measuring 3.5 cm in length by less than 1 mm in diameter. A cross section of the fallopian tube is submitted. B - the specimen is labeled "right fallopian tube-and essure." Received in formalin is a pink-red segment of fallopian tube with fimbria measuring 3 cm in length by 3 mm ill diameter. Sectioning is unremarkable, ai50 received is a. Pink-red tubular tissue fragment measuring 2.5 cm in length by 2 mm in diameter. Sectioning of this fragment reveals a metallic coiled dcwio8, consistent with in with an essure a cross section of the fallopian tube is submitted. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new events (¿almost daily ears, face and eyes all get very hot¿; ¿fell feverish¿) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), uterine perforation ('migration of essure device: left slippage into uterus (protruding)'), genital haemorrhage ('abnormal bleeding(general)') and autoimmune disorder ('autoimmune disorder type of disorder: still investigating') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder. Previously administered products included for an unreported indication: paragard from 2012 to 2014. Concurrent conditions included morbid obesity, diabetes, blood pressure high, depression and irregular menstruation. Concomitant products included atenolol, fluoxetine hydrochloride (prozac), ibuprofen and metformin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("excessive menstrual cycles/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), kidney infection ("infection (bladder/urinary tract/vaginal) type: kidney"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder or urinary problems or changes: bladder"), urinary tract disorder ("urinary tract disorder"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("severe anxiety"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced acne ("re-occurrence of acne"), temperature intolerance ("heat intolerance"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"), abdominal distension ("gastrointestinal or digestive system condition type: abdominal distention") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/ pain"). In (B)(6) 2016, the patient experienced contrast media allergy ("allergic or hypersensitivity reaction type: IV contrast"), sepsis ("sepsis"), urticaria ("hives") and autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), flank pain ("flank pain "), abdominal pain upper ("left upper abdominal quad/right upper abdominal quad pain"), renal pain ("flank pain (bilateral) (kidney area)"), skin warm ("almost daily ears, face and eyes all get very hot") and feeling hot ("fell feverish"). The patient was treated with diphenhydramine hydrochloride (benadryl) and surgery (ablation, bilateral salpingectomies and/or hysterectomy to remove essure device and bilateral salpingectomies and/or hysterectomy to remove essure device/tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, uterine perforation, genital haemorrhage, pelvic pain, menorrhagia, back pain, acne, temperature intolerance, vaginal haemorrhage, contrast media allergy, kidney infection, urinary tract infection, cystitis, sepsis, anxiety, urticaria, bladder disorder, urinary tract disorder, migraine, headache, polycystic ovaries, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal distension, alopecia, autoimmune disorder, flank pain, abdominal pain upper and renal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, contrast media allergy, cystitis, dysmenorrhoea, fatigue, feeling hot, flank pain, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, renal pain, sepsis, skin warm, temperature intolerance, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 412lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: full occlusion of fallopian tubes; on (B)(6) 2016: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: gross: the specimen is labeled "left essure and left tube. Received in formalin is a pinkred. Segment of fallopian tube with fimbria measuring 4 cm in length by 3cm in diameter sectioning is unremarkable. Also received is a metallic coiled device consistent with an essure explant and measuring 3.5 cm in length by less than 1 mm in diameter. A cross section of the fallopian tube is submitted. B - the specimen is labeled "right fallopian tube-and essure." Received in formalin is a pink-red segment of fallopian tube with fimbria measuring 3 cm in length by 3 mm ill diameter. Sectioning is unremarkable, ai50 received is a. Pink-red tubular tissue fragment measuring 2.5 cm in length by 2 mm in diameter. Sectioning of this fragment reveals a metallic coiled dcwio8, consistent with in with an essure a cross section of the fallopian tube is submitted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstrual cycles"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.